Manufacturer narrative:
The device has not been returned yet for evaluation but 2 photographs were provided of the device packaging.

Event description:
Endo catch bag seal ripped open at the bottom of the bag while pulling the bag with specimen (gallbladder) out of the abdomen through the port hole. There were no injuries to the patient, or leaking into the abdomen. The surgery team (surgeon, scrub and assistant) claim this is a frequent issue with these particular endo catch bags.